Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a truncus proximal aorta. The 3.50x38mm rx xience prime btk stent delivery system (sds) was advanced to the target lesion however the balloon was unable to inflate. The sds was retracted however the shaft separated and the distal end remained in the sheath. The sheath was able to be removed with the separated shaft. A second puncture was made and the lesion was treated with another device. The initial puncture site was manually compressed, and the bleeding stopped; angiographically, no bleeding from this puncture site was visible anymore. Over the next 3 hours, bleeding into the scrotum and groin occurred, requiring another procedure with covered stent implantation to address the bleeding source. This was performed without complications. However, a hematoma clearance by a urologist was immediately necessary. The patient required extended hospitalization. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported shaft separation was confirmed; the reported activation failure could not be confirmed as the returned device was successfully inflated, and the stent was fully deployed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. The return device analysis noted the outer/inner members were kinked, the hypotube was bent in multiple locations and the shaft was separated as reported. Additionally, the proximal end of the stent implant was observed to be flared. The observed kinks in the distal delivery system indicate that the sds likely met resistance during introduction or advancement/positioning of the device. It is possible that the sds interacted with the patient¿s anatomy resulting in the observed delivery system damage as difficulty crossing the bifurcation was reported. It is likely the observed inner member kink and/or a likely proximal shaft kink leading to the reported proximal shaft separation impacted inflation, resulting in the reported activation failure and subsequent observed proximal stent flaring. It is possible the balloon partially inflated during the activation attempts resulting in flaring of the proximal stent struts which then likely interacted with the sheath during removal. There were no damage or anomalies noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. The reported patient effect of blood loss/bleeding is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure.